Event description:
Facility alleges blood leak during dialysis. Leak reportedly came from headeer cap, approx. 3-1/2 hrs into treatment. Dialyzer use #26. No further medical interveention required. Ebl 7100cc.